Event description:
It was reported that during a urological procedure, the jaws did not open in clamping the blood vessel. The device was pulled out from the tissue. As the tissue was not damaged, no bleeding occurred. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, the device was good visual condition.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. The device was received with excessive body fluids, which could have caused the malfunctioning of the jaw. There were no anomalies noted with the functionality of the device. A batch record review was performed and no anomalies were found during the manufacturing process.